Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected frozen display anomaly found. All the operating currents were within specification. The off no power alarm did function properly. The device was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end sticker and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 148 mg/dl. The customer stated that they were outside and it was really hot, and the insulin pump was in their pocket. The customer had tried delivering a bolus, but the numbers scrolled all the way to 25 units and froze there. The customer changed the battery and that's when the button error alarm occurred. The discontinuation of the device was advised. Nothing further was reported.